Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a33 alarm due to motor error alarm. However, device passed rewind test, self test and displacement test. No unexpected a52 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarms and insulin pump went dead. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they received the alarm right after they inserted a new battery. Customer reports they were able to clear the alarms. Customer was able to rewind the insulin pump. The device will be returned for analysis.